Event description:
It was reported that pump displayed malfunction alarm code 1. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction insulin injection using multiple daily injections. There was no report of third party assistance. The customer reverted to an alternate method of insulin therapy.